Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, the threshold measurement on the left ventricular (lv) lead was 1.4v @ 0.5ms through the pacing system analyzer. When the lv lead was connected to the device, the threshold measurement was 5.5v @ 0.4ms. After multiple attempts disconnecting and retesting the lv, the same phenomenon was experienced. The physician requested a new device. When the new device was connected to the lv lead, the same issue was observed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.